Event description:
It was reported that this implantable pacemaker exhibited myopotential noise, oversensing and pacing inhibition on the right ventricular channel. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.